Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5aw6p. Investigation summary: the analysis results showed that one gst60g cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported by the sales rep that during a sleeve gastrectomy with a psee60a stapler and gst60g reload, on the first firing, upon return of knife blade to home position, a long thin (approx 3/4¿ long) shaving of green plastic from the stapling cartridge was pushed out of the hole in the stapler at the proximal portion of the cartridge half (the home position of the knife blade where the carriage of the knife blade is exposed). Surgeon removed plastic shaving prior to removing stapler from patient and continued case with same stapler with no further incident. Plastic shaving was removed prior to removal of stapler through trocar. Stapler was inspected then reloaded and used through rest of case without incident. Plastic shaving appears to have come from the inside of the knife channel of the stapling cartridge in the proximal 1/3 of the stapling cartridge. There were no patient consequences reported.